Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified critical battery communication timeout alarm in history. During functional testing using the flow and start up test, the reported issue of was unable to be duplicated. The battery would charge and all the readings were good. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced battery as a preventative measure, battery was over two years old.

Event description:
It was reported that the pump was not charging. No patient injury was reported.